Manufacturer narrative:
Approximate age of device- 39 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had hemoptysis and respiratory failure which lead to suffocation, and cerebral hypoxia. The patient¿s brain herniation progressed and expired on (B)(6) 2019. The pump and epc will be returned. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(4) did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 9¿ and 26.5¿ from the pump housing and the distal portion of the dl was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft and outflow elbow were returned attached to the pump¿s outlet port. The outflow graft bend relief and bend relief collar were not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.